Manufacturer narrative:
Conclusions: device investigations did not reveal any device defect or problem which would explain the observed symptoms. According to the recipient report the device was explanted because of extrusion of the device through the skin secondary to skin irritation. In fact, the user felt itchy on the side of the implant and scratched the skin until this broke open. A review of the device_s sterilization records shows that the device has been subject to a valid sterilization process. No other information has been received with regards to the circumstances leading to explantation, despite requested. Additionally, during device investigation some fatigue wire breakages were found. These wire breakages are most likely a consequence of the reported extrusion and repeated scratching of the implant area. This is a combined initial and final report.

Event description:
Explanted device was received at headquarters for investigation. According to device explant report form the user felt itchy on the side of the implant and scratched the skin until it broke open. The recipient wore the external device and upon removal of the external component, the implant went out of the skin. Therefore, re-implantation with a new device occurred in (B)(6) 2018.